Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog#: 5540030, 510k# k113174 and UDI:(B)(4) is approved for sale in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Post-op, while performing revision surgery, it was checked that the set screw on both sides of s1 and the set screw on the right side of s2 had also loosened, so set screws were replaced.

Manufacturer narrative:
H6: product analysis results: visual inspection confirmed the set screw had been used. A microscopic review of the node on the face of the set screw revealed some witness marks that also affected part of the lower first thread. It appears the rod moved in between the saddle and set screw node causing the witness marks. A functional test of the set screw threads did not reveal an issue that would keep the set screw from tightening down. Part of the threads have some gouges and some surface grading from possible cross threading. It appears the threads were damaged from misalignment of the screw when threaded into the screw head. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.